Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a active gc meter, compared to a lab, within 10 minutes: 14.7 mmol/l (active gc) and 7.2 mmol/l (lab). No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).